Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several inappropriate pause episodes were observed on merlin.net transmission. Further review suspected loss of contact as the cause of undersensing. Recommended programming changes will be discussed with the following physician.